Manufacturer narrative:
Reference MFR complaint # zz1997-9-29-269. No samples were returned and no lot or reorder info was provided. Therefore unable to evaluate the reported problem. The reporting surgeon has been using dexon sutures for 20 yrs and continues to use the product. Co is unable to comment further on this report.

Event description:
Customer reported, a breast biopsy was performed on 6/5/97 using dexon 4-0 with a ce-4 needle. The suture broke five days later, on 6/10/97. The technique employed was called a running stitct subcutaneous. A one and one half inch incision was used. The suture broke in the middle, not at the knotted end. A wound dehiscence occurred.